Event description:
After use on a patient, the endoscope was being cleaned by a surgical tech. The scope washer had finished. The scope was being dried by air blown on the outside of the adjustment area of the scope when brown fluid (liquid stool) sprayed onto the white towel on which the scope was placed. The scope was immediately removed from service and both the scope and washer companies were called.what was the original intended procedure?the scope had been used for a colonoscopy on a patient who's colon was not cleaned of stool. There had been significant gross contamination of stool on the outside of the scope right up to the handle adjustment area. The scope was hand washed and placed in the scope washer per protocol by the surgical scrub tech.device #1is this a laboratory device or laboratory test?no.